Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the encoded guide rail was faulty. The representative followed procedure to replace detector encoded guide rail. Systems checkout was performed and system was functioning as intended. Device manufacture date is not available at time of filing.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that on boot up the system was coming up with the message "error initializing collimator". Logs were found to show there was an error with the ¿detector failed to detect an index pulse at indexpos¿. The detector encoded guide rail is faulty.